Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. The patient was an infant with flu-like symptoms. Sample 1 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv negative (reported to physician). Sample 2 was collected from the patient on (B)(6) 2022 and tested using xpert xpress sars-cov-2 which resulted in sars-cov-2 negative. Sample 2 also tested positive for human metapneumovirus by eplex resipratory panel. No raw data was provided so it was not possible to review pcr curves. There was no evidence of product malfunction and there was no reported patient harm. The customer believed contamination to be the cause of the discrepant results. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note: device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. The patient was an infant with flu-like symptoms. Sample 1 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv negative (reported to physician). Sample 2 was collected from the patient on (B)(6) 2022 and tested using xpert xpress sars-cov-2 which resulted in sars-cov-2 negative. Sample 2 also tested positive for human metapneumovirus by eplex resipratory panel. There was no evidence of product malfunction and there was no reported patient harm.